Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed motion encoder error. Customer blood glucose at the time of incident was 131 mg/dl. Customer was sleeping during the motor alarm. Customer stated that the insulin pump was exposed to high magnetic field while getting magnetic resonance imaging. Drive support was normal. Customer also reported motor alarm. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform self test, off no power test, a21 error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. Pump passed idle current test and run current test. Unable to verify motor position encoder error alarm, failed battery test alarm due to motor error alarm. Pump had minor scratched display window.